Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer's blood glucose (bg) level for this event was 179 mg/dl. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 30-33 mg/dl, cause was unknown. Low bg was addressed by consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.